Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter is unlocked to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is operable. Customers and retailers have been informed.

Event description:
Customer reported receiving an error message on his locked freestyle flash meter. While assisting the customer it was discovered the device had become unlocked. There was no report of death, serious injury or mistreatment associated with this event.